Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not alarming them when the reservoir is low. The customer's blood glucose level was 279 mg/dl. Troubleshooting was not performed because the customer was driving at the time of the call. The customer was advised to call back when they get home to perform troubleshooting. The device will not be returned for analysis.